Manufacturer narrative:
The device associated with this event was originally report to davol as a recalled composix kugel mesh; therefore, davol originally report this event of the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for seroma, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.

Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2006 - pt underwent repair of left inguinal hernia with a composix kugel mesh. On (B)(6) 2006 - pt underwent excision of hydrocele of spermatic cord and excision of composix kugel mesh.